Event description:
It was reported to baxter that three intermate sv100 devices were discovered leaking from the top of the device near the tubing area. This was observed during filling the device with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device evaluation: three used samples were received at baxter for evaluation. The reported condition of "leaking" was confirmed at the solvent-bonded junction of the tubing and stress-member due to insufficient solvent application. (B)(4).